Event description:
It was reported that a chest x-ray for MRI revealed this lead is dislodged and floating in atrium. Measurable values appear within normal limits. Lead will be evaluated further and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.